Event description:
The customer contacted baxter's service center regarding a check heater line alarm which occurred on the home choice (hc) during use during fill 1 of 1. The registered nurse stated that the patient line was full of air bubbles. The technical service representative assisted in ending therapy. The rn was to start over with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4).this complaint for a report of air in tubing (without alarm) was not confirmed. The root cause was undetermined. The lot number and sample availability are unknown at this time. Baxter is attempting to obtain additional information.